Manufacturer narrative:
The manufacturer received a hx-202ur quick clip (lot#89k 04) for evaluation due to ¿failed to stay clamped¿. The user¿s complaint was not confirmed. The manufacturer performed a visual inspection on the received condition and noted that the clip at the distal end tip was not returned to for evaluation. The device was further inspected and noticed that there was evidence of the clip being deployed, see attached picture. The insertion portion was checked and noted excessive amount of foreign material at the distal end tip. The slider was manipulated; the movement was consistent and normal. The yellow tube joint was inspected and there were no external damages. Based on the evaluation the manufacturer was not able to confirm the user¿s complaint as the clip piece was not returned for evaluation to determine the condition of deployment.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that while the customer was using a quickclip pro (model # hx-202ur) during an upper endoscopy, it failed to stay clamped to the tissue. The subsequent clips used during the procedure functioned as intended. The procedure was esophagogastroduodenoscopy (egd). The report did not indicate that there was patient injury.